Event description:
It was reported that during a laparoscopic splenectomy procedure when the surgeon prepared to fire the device for the initial firing, the stapler locked out before placing the device on the hilum of the sleeve. The surgeon converted to open at this time due to there was back bleeding in the patient that required 3 units of blood and 3 units of ffp. The patient's spleen was enlarged over 17 grams due to they had lymphoma. They used the cut tie and suture method to complete the procedure. Patient is stable at this time. The device was discarded, only the reload will be returned.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional follow up: the event occurred on the first stroke of the first firing. The device locked out. They opened the stapler and put it around the hilum of the spleen that is when it locked out. The patient is currently okay. The stapler locked out while the device was placed onto the hilum of the spleen. It was a 1700 gram spleen and very large to move. Surgeon had one chance to do the procedure laparoscopic. Because spleen was so large and difficult to maneuver to get stapler around hilum. Because the stapler did not fire, and another cartridge had not been introduced yet, the grasper got into spleen and the spleen started bleeding.

Manufacturer narrative:
(B)(4): premature sled movement the (B)(4) cartridge reload was received for analysis with no visual non-conformances and partially fired 1/16. It is possible that while loading the cartridge reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward, locking the cartridge and pushing staples upwards. The returned cartridge reload was tested for functionality by resetting and loading it into a test device. The functional test demonstrated that the remaining staples in the cartridge reload formed properly and the instrument achieved its complete 3-stroke firing sequence without any difficulties. A batch record review was performed and no anomalies were found during the manufacturing process.